Manufacturer narrative:
The investigation for the ectopy and positioning issue has been completed. Clinical mentions that the pump was seating deep but no other information was provided. Therefore, the root cause of the positioning and ectopy issue was not determined since product was not returned and insufficient clinical information was provided.

Manufacturer narrative:
The impella device has not been received from the customer, therefore, investigation of the device has not been possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
Us complainant reported the patient was on impella cp support and after the implant, the patient had a hematoma at the access site. Manual pressure was held and a femstop was applied. Support continued. Additionally, the impella was measuring shallow after the implant. The doctor elected not to reposition the pump due to the patient having ectopy when they attempted to reposition. Support continued. The patient survived the event.